Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The initial procedure occurred in 2008. The lesion was pre-dilated with a non bsc 2.0mm balloon at 8 atms. The physician then implanted a taxus express2 2.75x16mm drug eluting stent to the 90% stenosed lesion located in the calcified, moderately tortuous proximal left circumflex (lcx) artery. Timi iii flow was confirmed with ivus. No patient complications were reported. Three days post procedure the patient was admitted to the hospital with carbon monoxide poisoning. When the patient regained consciousness, he complained of chest pain. Coronary angiography revealed thrombosis in the previously placed taxus stent. Aspiration was performed with a thrombuster and post dilatation was performed with a non bsc 2.5x14mm balloon. Timi iii flow was achieved. No additional patient complications were reported. Panaldine and aspirin were prescribed post pci in 2004, but patient compliance is unknown. Patient status post procedure is noted as "recovering."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.